Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, cough, nose irritation, dry throat, sinus infection. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, cough, nose irritation, dry throat, sinus infection. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of headache, cough, nose irritation, dry throat, sinus infection that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that there ui (users interface) knob broken. Dust like contamination in air outlet port. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like and hair-like contamination all over the top of it especially near the ui (users interface) knob area. Manufacturer observed dust like contamination on the top of blower box lid, blower motor, inside blower box and surrounding area. Bottom enclosure had dust like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. Manufacturer observed lip lid seal had unknown contamination on it. White and brown dust like contamination, throughout humidifier, under heater plate. Unknown white dust-like and hair-like contamination on the dry box seal. Light dust-like contamination inside water tank. Unknown white and brown dust-like contamination in the iso port (international organization of standardization.). Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.